Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned sample indicates spring wire guide/catheter resistance - kinked.

Event description:
The customer reports: the catheter did not pass through of guide, it is impossible to pass beyond the link of the 3 lumens. The catheter is removed from the patient and another unit was used.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter and a guide wire for evaluation. Visual examination of the guide wire revealed the body c ontained multiple slight bends; however, the distal j-bend was undamaged and both welds were intact, full and spherical. Visual examination of the catheter did not reveal any damage or defects. The catheter body length, along with the length and outer diameter of the spring-wire guide were measured and all were found to be within specification. The proximal end of the returned guidewire was advanced through the distal end of the returned catheter to functionally test the component. The guide wire was able to advance through the catheter body, juncture hub and distal extension line with minimal resistance. The test was repeated with the catheter rotated in several different orientations and the guide wire advanced as expected in each orientation. When the guide wire was advanced from the distal extension line it was able to fully pass through the catheter and out of the catheter distal tip. All 3 extension lines were flushed with water and functioned as expected. A device history record review was performed and no relevant findings were identified. (Con't) other remarks: the instructions for use (IFU) provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The reported complaint that the swg was kinked was confirmed based on visual inspections of the returned sample. Multiple bends were examined throughout the swg body. The returned guide wire met all relevant dimensional requirements and functional testing showed a guide wire could passed freely through the returned catheter from either end. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the catheter did not pass through of guide, it is impossible to pass beyond the link of the 3 lumens. The catheter is removed from the patient and another unit was used.